Event description:
The customer reported aiming beam issues and that the fiber was not firing properly at 36,984 joules of use during a prostate procedure. The case was completed using a second fiber w/o further issue. There was no report of injury.

Manufacturer narrative:
Though add'l info regarding this event is not currently available, based on the customer's report of an aiming beam issue and that the surgical fiber was not firing correctly, the MFR is reporting this device malfunction as a possible forward firing condition of the side-firing surgical fiber.